Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope screen becomes blurred and indistinct. The issue was found during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure (the screen becomes blurred and indistinct) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e104 (component failure of the defogging function film) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screen becomes blurred and indistinct was due to a failure of a component of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.